Manufacturer narrative:
This is a final report. As the reportable event is related to a delivery issue. The customer's product is not expected to be returned.

Event description:
Customer's husband reported the customer was not able to check her blood glucose due to receiving the incorrect product. Customer's husband also reported the customer experienced symptoms of blurred vision, headaches and some weakness. The customer went to the emergency room for further evaluation and reports being diagnosed with diabetic ketoacidosis. The customer also reports taking metformin to counteract the event. The course of treatment at the hospital is unknown.